Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received, analyzed and that data revealed no anomalies. The analyst commented that there is evidence of lead noise related to the ablation procedure noted in the event and not likely related to a lead issue.

Event description:
It was reported that during an ablation procedure the patient reportedly experienced very pronounced diaphragmatic stimulation and post ablation a lead warning triggered; however a remote transmission showed that everything appeared to be operating appropriately. During an in-office interrogation, the ventricular lead warning was cleared. Ventricular capsure management (vcm) was changed; however the patient still had a complaint about feeling stimulation. The patient was sent home with a holter monitor and vcm was believed to be occurring along with stimulation. Therefore reprogramming was done and the ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.